Event description:
It was reported that a patient developed stenosis of the left external iliac artery and left common femoral artery following chevar treatment where endurant iis stent graft system was implanted. At a six-month follow-up, a cta of the aorta reveled left external iliac and common femoral arteries stenosis. The patient required inpatient hospitalization and subsequent medical intervention. The day after admission, the patient underwent angioplasty and placement of a self-expanding stent to treat the stenosis. The patient recovered the next day. The investigator assessed the event as not related to the study procedure, endurant stent grafts or renal stent. The sponsor assessed the event as not related to the study procedure or renal stent, but possibly related to the endurant stent grafts.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1624c124ee, serial/lot #: (B)(6), ubd: 12-feb-2026, UDI#: (B)(4); product ID: etlw1610c124ee, serial/lot #: (B)(6), ubd: 19-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received 15-aug-2025: it was confirmed that there was no graft occlusion or thrombus observed as a result of the left external iliac artery and left common femoral artery stenosis. The cause of the stenosis is possible due to intimal hyperplasia. The sponsor assessment of the event has been updated to not related to the endurant iis stent graft. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.